Event description:
On march 13, 2006 the lay user/reporter (patient's daughter) contacted lifescan alleging that the one touch ultrasoft lancing device had a depth adjustor knob issue. The reporter stated that the lancing device was being used according to the instructions. The medical affairs specialist spoke with the patient on march 13, 2006 to obtain/verify the following information. About a month ago, the lancing device broke and the patient stopped testing completely but continued taking her medications as prescribed. The patient has had the lancing device since february 2003 and usually tests 3 time a day. In 2006, the patient was feeling dizzy and was taken to the hospital by her daughter. The patient got a blood glucose result of 312 mg/dl" on the hospital's meter and was given insulin treatment. The patient was released the same day. In about a week later the patient's daughter took her to the hospital again because she was dizzy. Her blood glucose was "425 mg/dl" and was given insulin treatment. She stayed at the hospital overnight and was advised to stop taking her diabetes medication (type/dosage unknown). Prior to receiving medical attention, the patient had food/drink. The cca replaced the test strips, control solution, lancing device, and the lancets.